Event description:
A report was received that the patient will undergo a pocket revision due to pain at the ipg site.

Event description:
A report was received that the patient will undergo a pocket revision due to pain at the ipg site.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4) & (B)(4) model description: enh st ld kit additional information was received that the patient was explanted of the entire system instead of being revised, patient's preference. The patient is doing well following the explant procedure. Explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.